Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber tip detached. Mfg. Site name- (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2018-00593 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2018 that two accumax 200 laser fibers were used during a laser lithotripsy procedure in the ureter and kidney performed on an unknown date. According to the complainant, during the procedure and outside the patient, the fiber tip detached as the operator was inserting the fiber into the scope. A second accumax 200 laser fiber was used and the same issue occurred. The procedure was completed with the third accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.